Event description:
It was reported that while using the ilet, the patient experienced recurrent hypoglycemia with fluctuating glucose after treatment, including an episode where glucose increased to 85 mg/dl and then dropped into the 60s, with a documented nadir of 41 mg/dl; the caregiver reported multiple low treatments with oral carbohydrate (five 15 g juice boxes), recent weight gain, appropriate meal announcements, and requested additional training and a potential factory reset, and there were no device alerts or alarms. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment at home and school without professional medical intervention or hospitalization. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed an unclear cause for hypoglycemia, with no identified device alarms or backup therapy use, and no external contributing therapies reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.